Event description:
Thermachoice machine and attached cord were used. With first dispsoable thermachoice device, error message received. Retried with error message again received. Opened another disposable device. Error message again. Hooked that device to a different machine and its attached cord. Error device message again. Thermachoice rep called and put on loud speaker. Another disposable device ref# tc003 opened and hooked to machine (B) (6). Several more error messages, with some ablation obtained according to doctor. He stated "she received an ablation but was not sure how well it took."